Manufacturer narrative:
Date of event: unk. Unk as the upn and batch numbers were not disclosed. If implanted, give date: unk. Other for stent dislocation.

Event description:
The pt presented with a basilar artery (ba) thrombosis that occluded the v4 segment of the right vertebral artery (va) and the ba. Thromboaspiration using an aspiration catheter recanalized the va and the proximal ba. Occlusion persisted in the middle ba and there was high grade stenosis of the right va at the site of precedent occlusion. A stent placed following angioplasty at the stenotic lesion achieved sufficient proximal flow and allowed intra arterial thrombolysis (iat) of the ba. Repeated passing maneuvers to perform thromboaspiration and iat caused dislocation of the proximal stent markers. There was no effect on the revascularization result. At three month f/u, the pt was noted to have died, the cause of death was not disclosed. No further info was provided.